Event description:
The customer alleges, he obtained back to back results of 22 mg/dl and 111 mg/dl on his meter. Controls were not run. The customer states these tests were run on strips that had desiccant beads in the vial. The customer states, he has been using strips not kept in a strip vial that were given to him by a friend. The customer states, no action or treatment needed or sought for the suspect results and that he did not change his medication based upon the readings. Return requested and replacement was sent.